Manufacturer narrative:
The original decision was reported on the vmsr. However a second review indicates this complaint is a serious injury.

Event description:
The original decision was reported on the vmsr. However a second review indicates this complaint is a serious injury. The implant failed due to an engagement issue.